Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C12705,c12706) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding on (B)(6) 2014, amenorrhoea (due to breastfeeding) on (B)(6) 2014, amenorrhea on (B)(6) 2012, bloating on (B)(6) 2012, abdominal pain on (B)(6) 2012, abdominal pain on (B)(6)2012, obesity on (B)(6) 2012, rosacea on (B)(6)2012, amenorrhoea on (B)(6) 2012, irritable bowel syndrome on (B)(6) 2012, generalized anxiety disorder on (B)(6)2012, renal mass, anxiety, depression, asthma and multiparous. Previously administered products included for contraception: yasmin on (B)(6) 2010 and yasmin on (B)(6) 2008. Past adverse reactions to the above products included metrorrhagia with yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe left sided abdominal and pelvic pain"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, dysmenorrhoea, hypersensitivity, menstrual disorder, hormone level abnormal and mental disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: patient had a telephonic follow-up with the physician on (B)(6)2017 - she feels that there is no improvement in her symptoms despite taking progestogen-only pills. Patient complains of left sided lower pelvic pain, significant pre-menstrual symptoms and episodes of sweating prior to periods. Patient also finds it difficult to walk due to pain in the left side during periods. She stated that her symptoms subside gradually after periods. Patient uses hot water bottles for pain relief. She has had a think and has also read the internet and she prefers to have the essure devices removed since she feels that the symptoms started after insertion of the essure. Therefore, the dr have offered her laparoscopic salpingectomy and removal of the essure devices which will be done in day case surgery with routine priority. On (B)(6) 2018, patient's symptoms of left sided pelvic pain and premenstrual symptoms persist. She would like to have her essure device removed and the physician put her name in waiting list for laparoscopic salpingectomy. The patient has been continuing with yasmin tablets to keep her symptoms of premenstrual symptoms under control. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: uterus anteverted, both tubes and ovaries normal, no endometriosis, few left bowl adhesions, left side well bilateral salpingectomy done , bilateral essure devices removed. Hemostatis checked. Ultrasound pelvis - on (B)(6) 2017: two very small cysts in her ovary but her essure devices were correctly placed; on (B)(6) 2017: the previously seen left ovarian lesions appear to have resolved. Both ovaries appear normal. No pelvic abnormality detected.. Ultrasound scan vagina - on (B)(6) 2014: both implants seen from fundal cavity through myometrium both ovaries appear within normal limits appearance of correct placement of bilateral essure implants; on (B)(6) 2017: no ovarian cyst or hydrosalpinx seen. The essure devices appear to be placed correctly; on (B)(6)2017: the essure devices appear to be placed correctly. Significance of hyperechoic areas within the left ovary.. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-mar-2021: medical records received. New reporter, patient's medical history, lab test were added. Device removal date was updated to (B)(6) 2018. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Batch no c12705, production date 2014-01-11, expiration date 2017-01-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure (batch no. C12705) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, genital hemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure (batch no. C12705/c12706) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding on (B)(6) 2014, amenorrhoea (due to breastfeeding.) On (B)(6) 2014, amenorrhea on (B)(6) 2012, bloating on (B)(6) 2012, abdominal pain on (B)(6) 2012, abdominal pain on (B)(6) 2012, obesity on (B)(6) 2012, rosacea on (B)(6) 2012, amenorrhoea on (B)(6) 2012, irritable bowel syndrome on (B)(6) 2012, generalized anxiety disorder on (B)(6) 2012 and renal mass. Previously administered products included for contraception: yasmin on (B)(6) 2010, yasmin on (B)(6) 2008 and yasmine on (B)(6) 2008. Past adverse reactions to the above products included metrorrhagia with yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2017, an us pelvi s transvaginal showed: no ovarian cyst or hydrosalpinx seen. The essure devices appear to be placed correctly. Regarding the "intermittent left iliac fossa pain radiating down to her leg", on (B)(6) 2017, the physician performed an ultrasound of pelvis which showed two very small cysts in her ovary but her essure devices were correctly placed. Patient had a telephonic follow-up with the physician on (B)(6) 2017 - she feels that there is no improvement in her symptoms despite taking progestogen-only pills. Patient complains of left sided lower pelvic pain, significant pre-menstrual symptoms and episodes of sweating prior to periods. Patient also finds it difficult to walk due to pain in the left side during periods. She stated that her symptoms subside gradually after periods. Patient uses hot water bottles for pain relief. She has had a think and has also read the internet and she prefers to have the essure devices removed since she feels that the symptoms started after insertion of the essure. Therefore, the dr have offered her laparoscopic salpingectomy and removal of the essure devices which will be done in day case surgery with routine priority. On (B)(6) 2018, patient's symptoms of left sided pelvic pain and premenstrual symptoms persist. She would like to have her essure device removed and the physician put her name in waiting list for laparoscopic salpingectomy. The patient has been continuing with yasmin tablets to keep her symptoms of premenstrual symptoms under control. On (B)(6) 2018, the patient had essure removed. Findings: uterus anteverted, both tubes and ovaries normal, no endometriosis, few left bowl adhesions, left side well bilateral salpingectomy done , bilateral essure devices removed. Hemostatis checked. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: product's indication added. Another lot number provided. Medical history and historical drug added. Reporter causality comment field updated. The date of essure removal was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure (batch no. C12705,c12706) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding on (B)(6) 2014, amenorrhoea (due to breastfeeding) on (B)(6) 2014, amenorrhea on (B)(6) 2012, bloating on (B)(6) 2012, abdominal pain on (B)(6) 2012, abdominal pain on (B)(6) 2012, obesity on (B)(6) 2012, rosacea on (B)(6) 2012, amenorrhoea on (B)(6) 2012, irritable bowel syndrome on (B)(6) 2012, generalized anxiety disorder on (B)(6) 2012 and renal mass. Previously administered products included for contraception: yasmin on (B)(6) 2010 and yasmin on (B)(6) 2008. Past adverse reactions to the above products included metrorrhagia with yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient had a telephonic follow-up with the physician on 20-dec-2017 - she feels that there is no improvement in her symptoms despite taking progestogen-only pills. Patient complains of left sided lower pelvic pain, significant pre-menstrual symptoms and episodes of sweating prior to periods. Patient also finds it difficult to walk due to pain in the left side during periods. She stated that her symptoms subside gradually after periods. Patient uses hot water bottles for pain relief. She has had a think and has also read the internet and she prefers to have the essure devices removed since she feels that the symptoms started after insertion of the essure. Therefore, the dr have offered her laparoscopic salpingectomy and removal of the essure devices which will be done in day case surgery with routine priority. On (B)(6) 2018, patient's symptoms of left sided pelvic pain and premenstrual symptoms persist. She would like to have her essure device removed and the physician put her name in waiting list for laparoscopic salpingectomy. The patient has been continuing with yasmin tablets to keep her symptoms of premenstrual symptoms under control. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2018: uterus anteverted, both tubes and ovaries normal, no endometriosis, few left bowl adhesions, left side well bilateral salpingectomy done , bilateral essure devices removed. Hemostatis checked. Ultrasound pelvis - on (B)(6) 2017: two very small cysts in her ovary but her essure devices were correctly placed. Ultrasound scan vagina - on (B)(6) 2017: no ovarian cyst or hydrosalpinx seen. The essure devices appear to be placed correctly. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: updated quality safety evaluation of ptc; lab data updated. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe left sided abdominal and pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in an adult female patient who had essure inserted (lot no: c12705, c12706) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of amenorrhoea (due to breastfeeding) and breast feeding in 2014, amenorrhea, abdominal pain, abdominal pain, bloating, generalized anxiety disorder, irritable bowel syndrome, amenorrhoea, rosacea and obesity in 2012 and low back pain, amenorrhea, multiparous, allergic asthma, depression, anxiety and renal mass. Previously administered products included: yasmin and yasmin for contraception. Past adverse reactions to the above products included: light bleeding with yasmin. Concomitant products included entonox (nitrous oxide;oxygen), buscopan (hyoscine butylbromide), fentanyl and midazolam. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), pelvic pain ("severe left sided abdominal and pelvic pain"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms / allergic or hypersensitivity reactions"), menstrual disorder ("changes to menstrual cycle"), mental disorder ("psychological/psychiatric problems"), fatigue ("fatigue"), alopecia ("hair loss"), hyperhidrosis ("excessive sweating") and back pain ("lower back pain") and was found to have hormone level abnormal ("hormonal problems") and weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingectomies). At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, dysmenorrhoea, hypersensitivity, menstrual disorder, hormone level abnormal and mental disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, hyperhidrosis, hypersensitivity, menstrual disorder, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: patient had a telephonic follow-up with the physician on (B)(6)2017. She feels that there is no improvement in her symptoms despite taking progestogen-only pills. Patient complains of left sided lower pelvic pain, significant pre-menstrual symptoms and episodes of sweating prior to periods. Patient also finds it difficult to walk due to pain in the left side during periods. She stated that her symptoms subside gradually after periods. Patient uses hot water bottles for pain relief. She has had a think and has also read the internet and she prefers to have the essure devices removed since she feels that the symptoms started after insertion of the essure. Therefore, the dr have offered her laparoscopic salpingectomy and removal of the essure devices which will be done in day case surgery with routine priority. On (B)(6) 2018, patient's symptoms of left sided pelvic pain and premenstrual symptoms persist. She would like to have her essure device removed and the physician put her name in waiting list for laparoscopic salpingectomy. The patient has been continuing with yasmin tablets to keep her symptoms of premenstrual symptoms under control. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain. Discrepancy noted in explant date: on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2018: uterus anteverted, both tubes and ovaries normal, no endometriosis, few left bowl adhesions, left side well bilateral salpingectomy done, bilateral essure devices removed. Hemostatis checked [pregnancy test] on (B)(6) 2018: negative [ultrasound pelvis] on (B)(6) 2017: two very small cysts in her ovary but her essure devices were correctly placed; on (B)(6) 2017: the previously seen left ovarian lesions appear to have resolved. Both ovaries appear normal. No pelvic abnormality detected. [Ultrasound scan vagina] on (B)(6) 2014: both implants seen from fundal cavity through myometrium. Both ovaries appear within normal limits appearance of correct placement of bilateral essure implants; on (B)(6) 2017: no ovarian cyst or hydrosalpinx seen. The essure devices appear to be placed correctly and the essure devices appear to be placed correctly. Significance of hyperechoic areas within the left ovary. Batch no: c12705, production date: 2014-01-11, expiration date: 2017-01-31. Batch no: c12706, production date: 2014-01-13, expiration date: 2017-01-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: events - fatigue, hair loss, excessive sweating and weight gain and lower back pain added reporters information patient medical history and lab data added, concomitant medications were added. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. C12705,c12706) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast feeding on (B)(6) 2014, amenorrhoea (due to breastfeeding) on (B)(6) 2014, amenorrhea on (B)(6) 2012, bloating on (B)(6) 2012, abdominal pain on (B)(6) 2012, abdominal pain on (B)(6) 2012, obesity on (B)(6) 2012, rosacea on (B)(6) 2012, amenorrhoea on (B)(6) 2012, irritable bowel syndrome on (B)(6) 2012, generalized anxiety disorder on (B)(6) 2012 and renal mass. Previously administered products included for contraception: yasmin on (B)(6) 2010 and yasmin on (B)(6) 2008. Past adverse reactions to the above products included metrorrhagia with yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe left sided abdominal and pelvic pain"), dysmenorrhoea ("painful bleeding"), hypersensitivity ("allergy symptoms"), menstrual disorder ("changes to menstrual cycle") and mental disorder ("psychological/psychiatric problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, dysmenorrhoea, hypersensitivity, menstrual disorder, hormone level abnormal and mental disorder had resolved. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hypersensitivity, menstrual disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: patient had a telephonic follow-up with the physician on (B)(6) 2017 - she feels that there is no improvement in her symptoms despite taking progestogen-only pills. Patient complains of left sided lower pelvic pain, significant pre-menstrual symptoms and episodes of sweating prior to periods. Patient also finds it difficult to walk due to pain in the left side during periods. She stated that her symptoms subside gradually after periods. Patient uses hot water bottles for pain relief. She has had a think and has also read the internet and she prefers to have the essure devices removed since she feels that the symptoms started after insertion of the essure. Therefore, the dr have offered her laparoscopic salpingectomy and removal of the essure devices which will be done in day case surgery with routine priority. On (B)(6) 2018, patient's symptoms of left sided pelvic pain and premenstrual symptoms persist. She would like to have her essure device removed and the physician put her name in waiting list for laparoscopic salpingectomy. The patient has been continuing with yasmin tablets to keep her symptoms of premenstrual symptoms under control. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - (B)(6) 2018: uterus anteverted, both tubes and ovaries normal, no endometriosis, few left bowl adhesions, left side well bilateral salpingectomy done , bilateral essure devices removed. Hemostatis checked. Ultrasound pelvis - on (B)(6) 2017: two very small cysts in her ovary but her essure devices were correctly placed. Ultrasound scan vagina - on (B)(6) 2017: no ovarian cyst or hydrosalpinx seen. The essure devices appear to be placed correctly. Batch no c12705 production date 2014-01-11 expiration date 2017-01-31. Batch no c12706 production date 2014-01-13 expiration date 2017-01-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: product removal date updated. New events: allergy symptoms, changes to menstrual cycle, hormonal problems, psychological/psychiatric problems added. We received lot numbers in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe left sided abdominal and pelvic pain') and pelvic pain ('severe left sided abdominal and pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding") and dysmenorrhoea ("painful bleeding"). The patient was treated with surgery (salpingectomy) and essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.